Event description:
It was reported that a customer experienced difficulties with the wake button on their pump, which was hard to press and sometimes required multiple attempts to activate the pump screen. There was no information provided about the customer's blood glucose level at the time of the event. The customer was instructed to remove the pump from its case and use a specific finger position to press the button, but the issue persisted. Consequently, the technical support team decided to replace the pump.